Manufacturer narrative:
Additional information: h10 (summary devide evaluation). Summary of device evaluation: investigation found kinks on the shaft of the catheter, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Kinks on the shaft of the catheter would result in difficulty inflating the balloon.

Manufacturer narrative:
During an internal review, it was noted that "death" was inadvertently checked in section h1 in previous supplemental report. This additional supplemental report is to correct that error. There was no report of patient death in this event. The patient was reported to be well, and no harm was incurred.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies intracerebral/intracranial hemorrhage as a potential complication associated with use of the device.

Event description:
It was reported that during use of a scepter mini balloon catheter for treatment in the middle meningeal artery for subdural hematoma, balloon inflation was not visualized under fluoro. A run was performed from the guide catheter showing the middle meningeal artery (mma) had ruptured. Embolic material was used to control the hemorrhage very quickly. The patient was reported to be well and no harm was incurred.